Event description:
I had a burn on my arm from the corner of a hot pan. I covered it with a band-aid adhesive bandage overnight for 2 nights with no reaction. I wanted to use a bigger bandage, so I bought nexcare waterproof bandages on (B)(6) 2023 and applied one overnight. When I removed the bandage in the morning, the skin that was in contact with the adhesive was red and painful, and looked like I had a chemical burn. One side of the new wound also had little spots of blood and was oozing yellow fluid, and it appeared that the top layers of skin had come off along with the bandage. Over the next 6 days, most of the red skin turned hard and scaly, and it mostly peeled off on the 6th morning, but the side that was bleeding still shows deep tissue damage and is yellow in the middle where the skin is missing. I took photos of the wound. I have no known allergies.